Manufacturer narrative:
The previously reported lot # is incorrect and was done so in error. The correct lot # could not be obtained. This complaint is associated with a known product malfunction. The post market trend analysis, subject matter expert (sme) review, clinical review, and marketing review indicate that a perception in specific markets has caused a consistent rate of complaints by the end user because there is no wear time requirement for the ostomy skin barrier. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 6, 2016. (B)(4).

Event description:
The end user reported that due to frequent wafer changes her skin is now open and bleeding in some areas around the stoma. The end user went to a local wound clinic on (B)(6) 2016, was seen by a physician and prescribed nystatin powder to apply to the affected area. Discussed crusting technique further and use of protective barrier wipes.